Manufacturer narrative:
Retainer = black on (B)(6) 2021 the customer alleged the insulin pump alarmed critical pump error (open book). The following were noted during visual inspection: scratched case and pillowing keypad overlay. Device was received with a blank display. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test, upload firmware and download the pump trace/history and bootloader trace files using crest and thus, or verify critical pump error (open book) alarm due to blank display. A test pcba 2 was swapped out and the insulin pump powered up successfully. Visual inspection reveals a crack on u6 of the pcba 2 board. Blank display is due to cracked u6 on pcba 2. Unable to determine the root cause of critical pump error (open book) alarm due to blank display. The root cause of reported critical pump error (open book) alarm is unknown due to blank display. The blank display is due to cracked u6 on pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had other critical pump error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.